Manufacturer narrative:
Patient information: no further patient information was provided by the customer. The field service representative (fsr) performed troubleshooting and replaced the bellows, bellows only which resolved the issue. A review of service history for the architect c4000, serial number (B)(4) revealed no additional discrepant results after the part was replaced, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the bellows, below only did not identify any trends. Review of tracking and trending for the architect c4000 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the bellows, bellow only or the architect c4000 processing module, serial number (B)(4) was identified.

Event description:
The customer observed falsely depressed magnesium results generated on the architect c4000 processing module for 1 sample. The following data was provided: sample 1: initial magnesium result = 0.78 mg/dl, repeat = 2.14 mg/dl (normal range: 1.6 to 2.6 mg/dl). No impact to patient management was reported.